Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance in the bipolar configuration. The lead was in the 200 ohms range in unipolar. The pulse generator was programmed unipolar and the patient was to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.